Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The overlay tubing of the lead was observed to have blood ingression.

Event description:
It was reported that the lead was attempted but not used as the physician had difficulty with fixation of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was attempted but not used as the physician had difficulty with fixation of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.